Manufacturer narrative:
The meters and test strips were provided for investigation where they were tested using retention controls. Testing results with meter serial number (B)(4) (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr. Qc 2: 5.3 inr. Qc 3: 5.2 inr. Testing results with meter serial number (B)(4) (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr. Qc 2: 5.4 inr. Qc 3: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The result at 11:09 am of 4.6 inr was obtained using the same finger. Per product labeling "never add more blood to test strip after test has begun or perform another test using the same fingerstick."

Event description:
There was an allegation of questionable results from coaguchek xs meters serial numbers (B)(4). Using meter (B)(4), the result at 11:07 am was 6.4 inr. Using the same finger, the result at 11:09 am was 4.6 inr. Using a different finger and meter (B)(4), the result was 3.3 inr. The therapeutic range was requested but was not known.